Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "purge failure alert". The report further states that "[user] stated that he was connecting a oht over from an ac3 to the a2w. The pump was in autopilot, 1:1, ECG trigger. Prior to calling, he had zeroed the transducer, confirmed the helium valve was open, all connections were tight and intact, o-ring intact, and triggers were present on the pump. [User] stated he had exchanged the helium tank 3 times, but the a2w was not registering any helium". As a result the pump was exchanged for another pump which registered the full helium tank immediately. No patient harm or injury. Current patient condition is "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure alert" is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Event description:
Reported as "purge failure alert". The report further states that "[user] stated that he was connecting a oht over from an ac3 to the a2w. The pump was in autopilot, 1:1, ECG trigger. Prior to calling, he had zeroed the transducer, confirmed the helium valve was open, all connections were tight and intact, o-ring intact, and triggers were present on the pump. [User] stated he had exchanged the helium tank 3 times, but the a2w was not registering any helium". As a result the pump was exchanged for another pump which registered the full helium tank immediately. No patient harm or injury. Current patient condition is "unknown".